Event description:
The surgeon reported calcification of both the anterior and posterior surfaces of the lens. The pt's visual acuity decreased to 20/40. The lens remains implanted. No additional info is available at this time.